Manufacturer narrative:
(B)(6).

Event description:
It was reported that a review of documentation revealed that oversensing by the right ventricular lead had resulted in noise reversion. The patient was asymptomatic. On (B)(6) 2015, during an unrelated emergency room visit, noise continued to be observed. The lead remained implanted.